Manufacturer narrative:
.

Event description:
It was initially reported that the patient was referred for generator replacement surgery due to a low battery status. The patient's generator was stated as being at neos = yes. Communication was subsequently received that on the date of surgery, the pre-operative system diagnostic on the patient's vns system showed high lead impedance. During the surgery, a new generator still showed high lead impedance, and the lead was replaced as well. System diagnostics were within normal limits with the new complete system. The explanting facility will not return products unless they have a signed patient release. As no release has been requested to date, the site will not return the explanted products. No additional pertinent information has been received to date.